Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient fell on her knee in (B)(6) 2015. The patient started to have pain on the left side that started (B)(6) 2016. The patient started having problems with her stimulation. She did not have a lot of pain on the right side but it was the left side that bothered her. There was a loss of therapy. The change in therapy/symptoms was considered gradual. At this time she also noticed that her stimulator moved in her body. She had a fall "but only injured my knees," which was a month earlier. The patient had a doctor's appointment on (B)(6) 2016 and requested a manufacturing representative (rep).

Event description:
The patient reported that the implantable neurostimulator (ins) only worked on the right side; she had not been showed how it worked on other parts of her body until (B)(6) 2016. This kept the pain from getting worse and helped the patient walk without discomfort. It lets the patient know when not bending, or sitting wrong, and also lifting wrong. The patient noted permanent damage to the spine due to excessive bending and lifting for over 25 years.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that there were steps taken to resolve the issues of the left side pain and implantable neurostimulator (ins) having moved in the body. They met a company representative (rep) in the doctor's office, who explained that the spinal cord stimulation (scs) had to be adjusted. They were informed that there were (B)(4) "probes" in their spine, and only (B)(4) were "on". The rep turned (B)(4) more on and showed the patient the different settings covering the right side, left side, both arms and legs, mid-back, and lower back. The patient knew that they would always have pain from a severe spinal injury, noting that they would have to deal with it and no amount of medication or stimulation could take away the pain. However, because of stimulation they could control it with the help of the stimulator, noting that it did cut their pain medications in half which was the desired effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.